Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient reported their skin breaking out in rash from the blue gel during the lifevest treatment. Patient reported previous occurrences with eczema. It was reported that the patient let the physician know of rash but is unknown if they were treated for rash.